Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that two weeks following an intraocular lens (iol) implant procedure, the patient experienced difficulty seeing and developed endophthalmitis. The patient was treated with frequent antibacterial eye drops. Additional information was provided by the ophthalmologist, who indicated that the patient's problem was aseptic endophthalmitis. The patient experienced a whitish blur. The clinical finding indicate that the patient had hyperemia, anterior chamber cells and vitreous clouding. A bacterium inspection is planned. The patient was treated with medication and is showing favorable progression. Additional information has been provided that the steroid dosage has been decreased and the patient has shown considerable recovery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been provided by the ophthalmologist, who reported that the symptoms have improved again so the dosage of the steroids have been decreased.

Manufacturer narrative:
(B)(4).

Event description:
Additional clarification was provided by the physician, who reported that approximately two weeks following the implant procedure, the patient experienced 3+ anterior chamber cells and 1+ vitreous clouding. During the procedure, the patient's zinn zonules were found to be weak so a capsular tension ring was used.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that the patient has recovered. A bacterial test was performed with negative results. At a follow up visit approximately two months ago there were no abnormal finding seen on the anterior segment, intermediate translucent body or fundus.